Manufacturer narrative:
Add narrative: philips has investigated this complaint. According to the information collected, the wireless footswitch was thought to be defective when it would not emit x-ray during a coronary procedure. The defect of the wireless footswitch was ruled out when the same problem occurred using the wired footswitch. When the issue reoccurred on october 7, 2021, it was identified that when x-ray was not available, the user had to wait for 10 seconds before the run started. After a system restart, there were no issues. Analysis of the log file showed that there were multiple occurrences where x-ray was started with a delay or was not started at all. Remote monitoring, alerting and the 2k2 monitor configuration were disabled to reduce any possible time lag. No recurrence has been reported since these changes were implemented on (B)(6), 2021. Philips has initiated a field safety corrective action related to a connection failure of the wireless footswitch. At the time this complaint was received, philips did not have enough information to exclude a connection failure of the wireless footswitch and as such the complaint was reported. Further investigation excluded a connection failure of the wireless footswitch. Corrected data: health impact code has been updated. And all investigation codes have been updated as per the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch is not working intermittently during a procedure. No harm to the patient has been reported to philips. The procedure was completed after a system restart. Philips has started an investigation of this complaint.